Event description:
It was reported to philips that the system's host computer was unable to power on. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not starting. Upon troubleshooting actions, the fse checked the m-cabined and identified that the host pc was powering off intermittently. To resolve the issue, the fse replaced the pc. The system was returned to use in good working order. The codes were updated based on the investigation outcome.